Manufacturer narrative:
The software analysis reviewed the logs and archive but did not provide root cause of the reported behavior. The provided archive did not contain registration information. Without the correct exam archives there is insufficient information to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the system was tested and everything was accurate. The site has used the system since and everything went perfectly. They believe the issue was cause by the patient tracker moving during the procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 9735736, version #: 1.2.0. The software logs were received for analysis ans are under investigation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the health care professional (hcp) was about a 3-4mm inaccurate with the straight suction on the middle turbinate. The hcp felt that with the curved suction was slightly more accurate, but still not completely. The hcp had a good registration with a 1.3mm registration accuracy value and a green zone of accuracy covering the whole area of interest. There was less than an hour delay in the procedure. No impact on patient outcome.